Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation was ruptured. Concomitant medical products: 694765 lead; 419688 lead, implanted: (B)(6) 2010; 419588 lead, implanted: (B)(6) 2010; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was removed due to the patient having a heart transplant. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.